Event description:
Heartmate 3 left ventricular assist device (lvad) presents with methicillin-resistant staphylococcus aureus driveline infection requiring surgical incision and drainage, IV antibiotics, and vacuum dressing for management.